Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.